Event description:
Report rec'd from USA stating that the device had a problem of heat. The device was not use in surgery. It is unknown if patient or user injury occurred. It is unknown if medical intervention occurred. The date of event is unknown. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).